Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the following verbatim. Hi! Just wanted to reiterate what I told you on the phone, what I and a few other nurses have noticed happening since we got new channels here. Twice now, when I have a primary line set up with a secondary line, when the secondary is empty, the pump then pulls air into the primary line, instead of the primary fluid kicking in. The pump does stop it because of the air, but then the whole channel is full of air and forces us to have to get the air out or run the primary line through, in turn losing fluid or chemo. Wanted to make you aware! It hasn't happened every time with a secondary, but twice for me and another time with at least one other nurse I talked to. Thanks for your help and let me know if you have any questions. If this happens again, I will definitely take photos.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles/air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.